Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were encountered a failure. The customer reported that during malfunction they managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket 1/1 c1 had turned pink, and the entire drawer had gone pink. A field service engineer (fse) removed the cubie pocket, ran diagnostics, and cleaned the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.